Event description:
The customer initially called to report low blood glucose levels. Later a nurse called stating the customer was hospitalized for low blood glucose levels. The blood glucose levels were not reported. Troubleshooting was performed and the insulin pump did not pass the lead screw test. The insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.